Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that the regulator cap on the device, if not screwed on just right, doesn't work properly, and failed to aerate the oxygen flow resulting in improper humidification. The customer reports that this resulted in thicker secretions, requiring more frequent suctioning and monitoring. No patient injury reported.